Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient started treatment with vancomycin and amikacin. Thirty four days after the event onset, the patient had recovered. Two days later the patient was discharged from the hospital. Vancomycin and amikacin treatment were discontinued ten days after hospital discharge. Also that same day, the patient started treatment with cefazolin (dose, route, frequency, and duration not reported) and ceftazidime (dose, route, frequency, and duration not reported) for bacterial peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by fever, abdominal pain, and cloudy effluent. The breach in aseptic technique was further described as contamination due to vision problems. The day following the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin and amikacin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Recovery status of the patient was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.